Event description:
It was reported that the basket separated from the cable while the device was in the graft. Multiple passes had been made without any problem prior to the separation. The pt had very poor overflow veins, and the loop graft was very long. The basket was retrieved via a snare device. There were no further complications.